Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be dripping out of the tubing during the load fill tubing sequence. The customer changed the infusion set tubing and drops were seen exiting the tubing, however customer ultimately elected to perform a full supply change to resolve the issue. Customer's blood glucose ranged from 279 mg/dl to 299 mg/dl.